Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and dilaudid at about 26 mg/day via an implantable pump for non-malignant pain and failed back syndrome - other. The pump started to alarm ¿like 4 days ago¿ on about (B)(6) 2016. The patient just moved and had missed a scheduled refill. There were no symptoms reported. The patient was provided a listing of healthcare providers to contact.

Manufacturer narrative:
Updated to incorporate the report of patient symptoms received on 2017-jan-03. Updated to incorporate information received on 2017-jan-03. Updated to incorporate device. (B)(4).

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had experienced withdrawal related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.